Manufacturer narrative:
H10: it was determined that both a regulatory compliance evaluation and a clinical assessment (rce/ca) is required due to the nature and frequency of this complaint. Issue is software related, but still in progress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : philips contacted the customer. Customer stated they would call back. No further communication.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that sometimes the unit mixes up patient data with other patients. The device was in use on a patient. There was no report of patient or user harm.